Manufacturer narrative:
Additional information was received that the patient history also included new york heart association (nyha) class IV, severe pulmonary hypertension, hypertension, coronary artery disease of two vessels, mild mitral insufficiency, mild tricuspid insufficiency, and tachycardia absoluta. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve, an ¿aneurysma spurium¿ was noted on the left side. Medication was administered and a stent was placed. No additional adverse patient effects were reported.